Event description:
It was reported that tip detachment occurred. The target lesion was located in the left anterior descending artery. A 300cm (5 pk) luge wire was used in a procedure. However, at the end of the case, just after post-dilatation with nc quantum apex balloon, it was noticed that the wire tip broke and dislodged inside the body. The tip was then successfully snared out from the patient's body. No further patient complications were reported and the patient was fine.